Event description:
Evolve lv xlv study. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented with stable angina and the index procedure was performed on the same day. The 90% stenosed target lesion as located in the mid right coronary artery (rca) and was 16mm long, with a reference vessel diameter of 4mm. The lesion was treated with predilation and placement of 4.00mm x 24mm and 4.00mm x 28mm study stents. Following post dilatation, residual stenosis was 0%. Non target lesions were also treated. The ramus lesion was treated with the placement of a 2.50mm x 24mm synergy stent. On the same day, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, a staged procedure was performed. The non target lesion located in the proximal left anterior descending artery (lad) and mid lad were treated using 3.00mm x 38mm synergy and 3.50mm x 32mm synergy stents in an overlapping fashion. On (B)(6) 2021, the subject expired due to unknown cause outside the hospital. In response to the event, no action or diagnostics were performed. It is unknown whether an autopsy was performed. It was further reported that the patient passed away at home. It was further reported that the cause of death was due to cardiac arrest, and it was corrected that the patient did not pass away at home.

Manufacturer narrative:
A1 patient identifier: (B)(6).

Event description:
Evolve lv xlv study. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented with stable angina and the index procedure was performed on the same day. The 90% stenosed target lesion as located in the mid right coronary artery (rca) and was 16mm long, with a reference vessel diameter of 4mm. The lesion was treated with predilation and placement of 4.00mm x 24mm and 4.00mm x 28mm study stents. Following post dilatation, residual stenosis was 0%. Non target lesions were also treated. The ramus lesion was treated with the placement of a 2.50mm x 24mm synergy stent. On the same day, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, a staged procedure was performed. The non target lesion located in the proximal left anterior descending artery (lad) and mid lad were treated using 3.00mm x 38mm synergy and 3.50mm x 32mm synergy stents in an overlapping fashion. On (B)(6) 2021, the subject expired due to unknown cause outside the hospital. In response to the event, no action or diagnostics were performed. It is unknown whether an autopsy was performed. It was further reported that the patient passed away at home.

Event description:
(B)(6) study. It was reported that a patient death occurred. On (B)(6) 2021, the subject presented with stable angina and the index procedure was performed on the same day. The 90% stenosed target lesion as located in the mid right coronary artery (rca) and was 16 mm long, with a reference vessel diameter of 4 mm. The lesion was treated with predilation and placement of 4.00 mm x 24 mm and 4.00 mm x 28 mm study stents. Following post dilatation, residual stenosis was 0%. Non target lesions were also treated. The ramus lesion was treated with the placement of a 2.50 mm x 24 mm synergy stent. On the same day, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, a staged procedure was performed. The non target lesion located in the proximal left anterior descending artery (lad) and mid lad were treated using 3.00 mm x 38 mm synergy and 3.50 mm x 32 mm synergy stents in an overlapping fashion. On (B)(6) 2021, the subject expired due to unknown cause outside the hospital. In response to the event, no action or diagnostics were performed. It is unknown whether an autopsy was performed.

Event description:
Evolve lv xlv study it was reported that a patient death occurred. On (B)(6) 2021, the subject presented with stable angina and the index procedure was performed on the same day. The 90% stenosed target lesion as located in the mid right coronary artery (rca) and was 16mm long, with a reference vessel diameter of 4mm. The lesion was treated with predilation and placement of 4.00mm x 24mm and 4.00mm x 28mm study stents. Following post dilatation, residual stenosis was 0%. Non target lesions were also treated. The ramus lesion was treated with the placement of a 2.50mm x 24mm synergy stent. On the same day, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2021, a staged procedure was performed. The non target lesion located in the proximal left anterior descending artery (lad) and mid lad were treated using 3.00mm x 38mm synergy and 3.50mm x 32mm synergy stents in an overlapping fashion. On (B)(6) 2021, the subject expired due to unknown cause outside the hospital. In response to the event, no action or diagnostics were performed. It is unknown whether an autopsy was performed. It was further reported that the patient passed away at home. It was further reported that the cause of death was due to cardiac arrest, and it was corrected that the patient did not pass away at home.

Manufacturer narrative:
A1 patient identifier: (B)(6).